Manufacturer narrative:
G4:30mar2021. B4:08apr2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
It was reported to philips the navigation (nav) ring was not working when trying to adjust the settings. The biomed requested onsite visit of the field service engineer (fse). The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The fse replaced the front bezel to resolve the reported issue. The unit passed the required test of the performance verification successfully.